Manufacturer narrative:
A replacement power supply was sent to the customer. Attempts to follow up with the customer to obtain additional information regarding this event were unsuccessful, including, a final attempt by letter. The product involved in the complaint was disposed of by the customer. Therefore, no conclusion can be made as to the cause of the event at this time. The customer stated that there was a spark from exposed wires which is a safety risk. As a result of CAPA (B)(4) which was initiated for pump in style transformer overheating/melting issues, a field action safety notification was initiated on 04/04/2011. Activities related to this notification are on-going. Should additional information or the original product be received, resulting in new, changed, or corrected information, a follow up report will be filed at that time. Medela acknowledges that this report is being submitted late. Medela is committed to creating an effective complaint handling process to assure complaints are processed in a timely manner and evaluated for part 803 reporting.

Event description:
The customer reported sparking from the exposed wires near the prongs on the pump in style power adapter.